Manufacturer narrative:
H11- corrected data. B5- describe event or problem. D1- brand name.

Event description:
It was reported that, after a left tka surgery was performed on (B)(6) 2022 due to left knee arthrofibrosis, the patient experienced anterior joint line pain and stiffness. The patient presented a poor range of motion of 0-90 degrees. This event was treated by performing an additional surgery on (B)(6) 2024, in which a patellar resurfacing was conducted and a genesis ii 32mm patellar component was implanted. The tibial, femoral and insert components were retained. Surgical outcome was good and the patient was taken to the recovery room in good condition.

Event description:
It was reported that, after a left tka surgery performed on (B)(6) 2022 due to left knee arthrofibrosis, the patient experienced increased pain and decreased range of motion. This event was treated by performing a revision surgery on (B)(6) 2024, in which a patellar resurfacing was conducted and a genesis ii 32mm patellar component was implanted. The tibial and femoral components were retained, but it is unclear if the insert was removed. The reason for which the patellar resurfacing was required and symptoms that the patient experienced remain unclear. Surgical outcome was good and the patient was taken to the recovery room in good condition.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
D1 was corrected and updated. Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left tka surgery was performed in (B)(6) 2022, the patient experienced increased pain, a limited range of motion and instability. This event was treated by performing a revision surgery on (B)(6) 2024, in which the primary insert was removed and replaced with an unknown smith + nephew 11mm insert size 3-4mm. The primary tibial and femoral components were retained. A patellar resurfacing was conducted and a genesis ii 32mm patellar component was implanted. The surgery outcome was good and the patient was taken to the recovery room in good condition.

Manufacturer narrative:
H11- corrected data. B5- describe event or problem. D1- brand name. D6a / d6b ¿ implanted/explanted date. H6- evaluation codes.

Manufacturer narrative:
Given the nature of the alleged incident, the device was not returned for evaluation. The clinical/medical investigation concluded that, the indication for the patients¿ primary knee replacement and revision were both noted as arthrofibrosis. Therefore, the clinical root cause for the reported stiffness, decreased range of motion and subsequent revision is the arthrofibrosis. The patient impact is the reported arthrofibrosis and revision. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee systems revealed that decreased range of motion has been identified in possible adverse effects section as a result of trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.